Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. Customer states that there is a keypad anomaly. Customer states that the blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.